Event description:
Procedure: rectum resection open. According to the reporter: after the second stapling, the colon descends was closed, but the rectum side was not stapled. The surgeon reported that there are no staples in the cartridge. The pt has a stoma. This is ok, but one donut was not complete. This was the donut on the rectum. Surgery time extension was reported as more than 30 minutes.

Manufacturer narrative:
(B)(4).